Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter was changed to address the issue. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.